Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding an unknown patient. It was reported that the patient¿s lead migrated or became dislodged. The patient received revision surgery on (B)(6) 2016. No symptoms were reported. Follow up yielded no new information.